Event description:
It was reported during procedure while attempting to reposition the coil it became stretched. The physician tried to use a gooseneck snare to retrieve the coil and the coil broke. The physician used the gooseneck snare once again, and managed to retrieve all the pieces of the coil. The pt is reported to be fine.